Event description:
The customer was hospitalized with high blood glucose levels and diabetic ketoacidosis. The customer's wife declined to troubleshoot, because the doctor had requested the insulin pump be replaced. Prior to hospitalization, the customer had been hospitalized for mini stokes. The customer's wife stated, she does not think he manually treated the high blood glucose prior to the hospitalization.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.